Manufacturer narrative:
(B)(4). An accutrac 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the fiber tip is unused. There was no damage noted along the body of the laser fiber. It was further observed that only a small amount of light can travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber is broken within the connector. As a result, the aiming beam was very dim and effective transmission measured 31.6%. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause the fiber to have insufficient energy thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a flexible ureterolithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a dornier medilas h20 console. According to the complainant, the laser fiber stopped working after a few minutes of use. The fiber was removed from the console and the physician attempted to reconnect it but the fiber still did not work. The procedure was completed with another accutrac 200 laser fiber. There were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.